Manufacturer narrative:
On jul 22 2020, additional information was received indicating the device serial number is (B)(6). The date of implantation was identified as (B)(6) 2011. On jul 28 2020, additional information was received indicating the patient experienced grade iii capsular contracture on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 275 cc and experienced capsular contracture baker grade ii, a breast rash, and rupture on the left side along with device migration on the right side. As a result, the patient underwent removal on (B)(6) 2015. This report is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).